Event description:
Voluntary medwatch received states that the right atrial lead and right ventricular lead exhibited low pacing impedance. No intervention was performed. There were no patient consequences.